Event description:
It was reported that the system lost communication between the workstation and the c-arm. It was also reported that this resulted in the pt having to be rescheduled for their exam. This may result in a total loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on ps1 was adjusted to optimum operating voltage. The system was tested and found to be working as intended and returned to service.